Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and cleaned the interconnect cable connectors. The system operates as intended.